Event description:
It was reported that the patient experienced uncomfortable stimulation. Diagnostics indicated both leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.